Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator audibly alarms when powered on, but the display screen is black. This happened with both ac and dc power. There was no patient involvement associated with this event.